Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The pcb replacement part fixed the issue. The product was installed on (B)(6) 2010 and may require a component replacement due to normal wear and tear. Tech support attempted to follow-up with the customer and received no response for any status on the device. No further investigation is required.

Event description:
The customer reported to natus on (B)(6) 2017 their neoblue leds had a broken potentiometer (pcb). The customer did not mention any patiente involvement or death/serious injury, delay in treatment, or environmental/safety concerns.